Manufacturer narrative:
The actual date of death is unknown. However, the date of death is sometime after (B)(6) 2017 (date of event). Therefore, the date of death is selected as (B)(6) 2017. Plant investigation: the reported complaint was not confirmed and a definitive conclusion regarding the complaint incident cannot be reached as the complaint device was not available for manufacturer evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances or any associated rework during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. Clinical investigation: a clinical investigation was performed to identify a causal relationship between the hemodialysis (hd) treatment and the adverse event. Based on the provided information, a temporal relationship exists between the patient becoming unresponsive and receiving CPR during hd treatment, and the fresenius 2008t machine. However, there is no documentation to support a causal relationship between the 2008t machine and the adverse event of the patient becoming unresponsive, receiving CPR, subsequent hospitalization, and at some unknown point in time had expired. The hd nurse reported that there were no machine alarms or malfunction of the machine during the hd treatment. Additionally, testing of the hd machine on (B)(6) 2017 found the machine had passed all functional testing and was released back into service.

Event description:
A clinic manager at a user facility reported that during a hemodialysis (hd) treatment on (B)(6) 2017, approximately two hours after the initiation of treatment, the patient became unresponsive. This was discovered upon routine vital rounds. Cardiopulmonary resuscitation (CPR) efforts were initiated and the facility called emergency response (911). The clinic manager reported that the patient did not experience any blood loss while connected to the hd machine. The patient was transferred to a hospital. Follow-up information with the clinic manager revealed that the patient was chronically ill and residing at a nursing home. Following this event, the patient did not return for hd therapy. The patient¿s family signed the patient off of dialysis and the patient expired at an unknown time after this event. Medical record information stated that on (B)(6) 2017, the patient experienced blood loss of greater than 100 milliliters (ml) from the vascular access (percutaneous non-tunneled) subclavian catheter while the patient was not receiving dialysis treatment. No further information has been made available regarding this event. It was reported that the 2008t hd machine in use at the time of the treatment did not alarm but was removed from service following the event for an evaluation by the facility¿s on-site biomedical technician (biomed). The biomed verified machine operations and did not make any repairs. The machine was returned to service at the user facility without issue. There was no indication of any malfunction with any of the fresenius product(s) in use during the hd treatment; however, no further information have been made available regarding the products used or the availability of any samples to be returned to the manufacturer for evaluation.